Manufacturer narrative:
Report source: other: health canada adverse incident report reference (B)(4); submitted to hc (health canada) by the patient. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a tension-free vaginal tape (tvt) lynx procedure performed on (B)(6) 2019. According to the complainant, the patient had experienced chronic groin, pelvic and lower back pain. The patient had difficulty in bearing pain, except taken with tramadol, naproxen and tylenol. However, tylenol had no longer had an effect to the patient and too much naproxen caused burning in the stomach. The patient had the feeling to urinate more and must make a schedule for micturation. As for her intimate relationship, it was impossible for her to have an orgasm. Subsequently, it made the patient nervous, as it is painful in relation to certain position. She felt something foreign inside her body, the wound was always sensitive internally and had a "heavy leg". The patient's bladder was perforated during the procedure. She had a urinary retention with a post-urine of 300ml during the last bladder scan and was "low jet" during urination. Reportedly, the patient had difficulty working. As for the patient's psychological aspects, she had an anxiety and depression.